Event description:
(B)(4). Started to have throat pain. Went to the doctors, they prescribed antibiotics and a strong cough syrup. My concern is an inability to fight a common cold. It is back in full effect again been fighting it now for 3 weeks. Scheduled to go back to the doctor.